Event description:
The customer reported the system would not display a usable image. No patient injury was reported.

Manufacturer narrative:
A ge representative arrived at the customer facility and was informed the customer had repaired the system. No conclusion can be drawn as further repair information is not available.